Event description:
The customer reported unexplained high blood glucose of 366 mg/dl. Troubleshooting was performed. The time and date on the insulin pump were correct. Reviewed the alarm history and found auto off alarms. Checked the bolus history and noted two inaccurate bolus. Advised the customer that the insulin pump needs to be replaced and to revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.